Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported inability to inflate when the device was pressurized. There was a leak visible in the sidearm due to a crack. A review of the complaint handling database found no similar incidents from this lot reported for cracks in the side arm. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, lesion in the iliac artery. The 8mm x 20mm armada 35 balloon dilatation catheter (bdc) was advanced in the patient anatomy without resistance. During inflation, the balloon only partially inflated to 2 atmospheres. The armada 35 bdc was deflated without issue and was removed from the patient anatomy. Another armada 35 bdc was used to complete the procedure. The patient is doing fine. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.